Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
It was reported that when a patient was placed in her third set of mtm aligners, she experienced immediate pain. The patient could only wear the aligners for approximately four days before she had to take them out because she couldn't handle the pain any longer. The patient saw her dentist, who examined her and found she had cracked a tooth. The tooth now requires a crown. The clinician determined that there was too much tension in the aligners.